Event description:
It was reported that the patient's right ventricular (rv) lead exhibited noise. It was also reported that the patient's pulse generator exhibited noise. Programming changes were made. The patient was in stable condition.